Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address tibial loosening at cement to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 3x unrelated non-conformance's on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 2 (pc-(B)(4), pc-(B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 61 by product family: 192 (66x smartset ghv, 126x smartset gmv). If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.